Event description:
I was discharged from (B) (6) hospital on (B) (6) 2009, and upon leaving the hospital, after a total hip replacement -right hip had been fractured-, I was given a box containing a toilet riser with arms. I was driven home from (B) (6) to (B) (6)., by my daughter, and then she had to call an ambulance service to carry up the stairs into my house. My husband and daughter put together the toilet riser as best they could -there were no directions, only a diagram on the outside of the box to indicate how to attach it to the toilet. That night I got out of bed and using my walker -piece of equipment- managed to reach the bathroom. When I reached the toilet and attempted to hold an arm of the toilet riser, the entire apparatus collapsed, throwing me down on the floor, with the toilet riser and walker falling on top of me. The next day I was taken to a bone specialist, dr (B) (6), at the (B) (6) hospital, who diagnosed me now with new bone fractures of my chest. I already had fractures of my back due to the initial fall when the hip fracture occurred. Now I had terrible pains in both my chest and back, and nothing could be done to remedy it, since that type of bone fracture has to heal by itself. Even now, nearly 3 months later, I still experience pain. I telephoned the two doctors involved with my surgery and medical care at (B) (6) hospitals to warn them not to prescribe that piece of equipment to their pts. The equipment was furnished by (B) (4), (B) (4). However, it was manufactured by cosco home and office products, a division of (B) (4). It was called a "locking toilet riser with arms drive # 12027." I had to acquire a free stranding commode for use. This piece of equipment, made by (B) (4), came completely assembled, and works perfectly. Because of the injuries incurred because of the fall on (B) (6) 2009, I have had to have additional physical therapy beyond what was necessary after the hip replacement. I now need the physical therapy at least twice a week, plus a regimen of home exercises. Dates of use: (B) (6) 2009 - one attempted use. Diagnosis or reason for use: total right hip replacement.